Manufacturer narrative:
Product ID 3389s-40, lot# va03lmy, implanted: 2013 (B)(6); product type lead product ID 748351, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
A consumer whose indication for use is movement disorders reported that he was getting an out of regulation (oor) message on the patient programmer screen which had started occurring on (B)(6) 2015 when he increased from 2.7v to 3.4v and back down to 3.3v to 3.4v. The patient would see the oor message and use the programmer an hour later and the programmer would still show the oor message. The patient understood the meaning of the oor but was unsure why he was getting it. The patient still had his old programmer from prior implant. The patient had an appointment scheduled on (B)(6) 2015 with the healthcare professional and manufacturing representative for reprogramming. No patient symptoms were reported. Further follow-up is being conducted to obtain information about troubleshooting, results and outcome. If additional information is received a supplemental report will be submitted.